Event description:
It was reported that on (B)(6) 2010, during the index procedure, the patient was implanted with 1 non-abbott stent in the mid left anterior descending artery (lad). On (B)(6) 2010, the patient was discharged. Beginning on (B)(6) 2012, 851 days post procedure, the patient presented with left side chest pain radiating to the left arm and jaw and the patient was diagnosed with a myocardial infarction. On (B)(6) 2012, 852 days post index procedure, an 80% stenosis was observed in the distal lad that was treated with a 2.5x28 mm promus stent; however, after deployment of the stent, a dissection was observed, which required treatment with another 2.25x12 mm promus successfully. On (B)(6) 2012, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the electronic promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.